Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The large hem-o-lok clip applier was placed and driven on an in-house system and failed the clip test which was likely due to the loose grip cable at the proximal end. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. For clarification, the grips opened and closed properly. The clip test was performed and failed due to the clips not staying within the grips. Fa determined that the root cause of this failure is likely due to the loose grip cable. Additional observation by fa was related to the customer reported complaint: the instrument was found to have a loose grip cable at the proximal end. Fa found the root cause of this failure is attributed to component failure. A review of the device logs for the large hem-o-lok clip applier instrument (part # 470230-12 / lot # n10210628-0146) associated with this event was performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a cholecystectomy procedure. There were 68 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. No image or video clip for the reported event was available for review. This complaint is reportable due to the following: fa confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields is not available. Unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier's jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.